Event description:
It was reported to philips that the equipment stopped responding and upon rebooting, the system was unable to boot up. The system was in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use when the issue was identified. A philips field service engineer (fse) examined the system on-site checked the system and found system unable to boot up. Upon troubleshooting, it was found that the system failed to power on and remained stuck in a bios loop. On another case fse replaced the battery bios and the host pc plus hard disk, and image reload was performed. To resolve the problem, fse performed a reload of software and operating system according to the manufacturer's manual. After repairs were completed, the system was returned to use in good working order. The codes were updated based on the investigation outcome.